Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. Cracks to the case, reservoir tube lip, battery tube threads, a scratched lcd window and broken belt clip slot noted.

Event description:
The customer reported that the insulin pump alarmed during the rewind and prime process. The blood glucose reading was 129mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.